Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the motor device did not have rotation and had a hole in the hose. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure as a spare device was available for use. There were no reports of injuries. It was not reported if there was any medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device did not have rotation and had a hole in the hose. Therefore, the reported condition was confirmed. It was determined that the motor did not have rotation due to broken blades and a worn spindle and cylinder. It was determined that the hole in the hose was due to allowing the hose to come in contact with a sharp object. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.